Event description:
During evaluation of a transfer set, it was found that the occluder feet were broken. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number was unknown; therefore, no batch review could be performed. The sample was evaluated by baxter. A clamp function test and a visual inspection of the transfer set found that the occluder feet were broken. There were no whitish spots on the occluder leg that would indicate over torquing. Leak and clear passage testing were performed with no issues noted. The sample was confirmed for the broken occluder feet. The root cause could not be determined.